Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "the metal guide has frayed inside the needle. To intervene and recover the entire guide." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "the metal guide has frayed inside the needle. To intervene and recover the entire guide." No other information was provided. Additional information 25.07.2023: it was reported by the customer "the guide wire frayed in the patient's vein. We were unable to remove it without forcing, leading to a risk of tearing the vein. We called in the vascular surgeon for an opinion. He removed the guide. Imaging was not required and there was no complications apart from patient's "extreme stress". No treatment needed. Patient recovered. A new device was successfully inserted using the same vein."